Event description:
It was reported by the facility that following implant of the pacemaker the patient coded and expired. There was noted to be an absence of pacemaker spikes during the code. The pacemaker was programmed to dddr mode with a lower rate of 60 beats/minute and an upper rate of 120 beats/minute. It was also reported that the patient had been critically ill. No other information (including identifiable information) was provided.